Event description:
It was reported that a cartridge alarm 1 occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer addressed their bg with a correction bolus via the pump. A new cartridge was successfully loaded to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.